Event description:
It was reported that a nurse was not able to flush an unknown quantity of one-link needle free IV connectors after infusion. After infusion the line will flush, however, the one-link will not. The nurse stated that there were no visible clots or blockages in the one-link. It is unknown what was being infused. It is unknown what was being used to flush the system. It is unknown what set or sets the one-link was connected to. There was no report of injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.